Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that sensor malfunctioned and did not give signal. When sensor was removed, it was found that sensor cannula was shorter than normal and customer was not sure if sensor was stuck in the body. Customer's blood glucose was unknown. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Performed visual inspection on one opened and used enlite sensor and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to the sensor was returned opened and used. The insertion needle was not returned unable to confirm insertion needle complaint.